Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastroplasty revision, after successfully attaching the introducer to the stapling device and confirming the introducer 'clicked', the surgeon attempted to insert the stapling device with attached stapler insertor through the patient's incision. While maneuvering the device to dilate through the patient¿s tissue, the introducer portion completely broke off. The introducer never made it inside the patient, and all components of the device appeared to be recovered and saved for return/inspection. Another introducer was opened, with the same lot number, and attached to the same stapler to complete the procedure. There was no patient injury.